Manufacturer narrative:
Date sent to the FDA: 11/29/2021. The manufacturing records could not be reviewed as the batch number is unknown. Additional h3 summary: upon visual inspection of the returned sample, the suture was received with damage and body fluids at the surface, in addition the end was observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1b119 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the surgery, the suture was broken during use. There were no adverse consequences to the patient. Additional informaiton was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ug/m (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * what is the procedure date? =>no further information is available. * what is the lot number? =>no further information is available.